Event description:
The following has been reported: "during the preventive maintenance the following errors occured error 18. As described in the technical manual the power supply board was changed and after that the problem was solved. Since this issue occurred during preventive maintenance no patient was harmed/involved. " error 18 is identified to be an ac power presence issue by the technical manual. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked to the reported issue could be found. Device history logs was not provided, therefore no review could be performed. The subject device (model agilia sp, serial number (B)(6)) was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. However, the reported issue was confirmed using the provided picture. Based on available information, the root cause of the reported issue could be linked to a defective power board. However, since the subject device was not returned, the root cause remained unknown (not returned). To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.